Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 0mm. On (B)(6) 2024, it was noted that the patient arrived at the emergency department with chest pain. It was noted via computed tomography scan, that the patient had an aortic dissection. The decision was made to surgically explant the 25mm navitor valve, repair the dissection, and implant a replacement 21mm non-abbott device. It's noted that the dissection was caused by the upper part of the stent frame of the 25mm navitor valve. The patient was extubated and recovering at the hospital at the time of report.

Manufacturer narrative:
An event of chest pain and explant due to aortic dissection caused by the upper part of the stent frame of the valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from field indicated that the final non-coronary cusp implant depth was 0 mm, shallow than the optimal 3 mm implant depth, which could have contributed to the reported aortic dissection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6).it was reported that on 18 march 2024, a 25mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 0mm. On (B)(6) 2024, it was noted that the patient arrived at the emergency department with chest pain. It was noted via computed tomography scan, that the patient had an aortic dissection. The decision was made to surgically explant the 25mm navitor valve, repair the dissection, and implant a replacement 21mm non-abbott device. It's noted that the dissection was caused by the upper part of the stent frame of the 25mm navitor valve. The patient was extubated and recovering at the hospital at the time of report.